Event description:
It was reported that the patient had just received a left ventricular assist device (lvad). The subcutaneous implantable cardiac defibrillator (sicd) system was checked afterwards. There was noise in the primary and secondary sensing vectors. The alternate sensing vector had undersensing due to low intrinsic amplitudes. The doctor elected to program the sicd system off. The system remains implanted. There were no adverse patient effects.